Event description:
On (B)(6) we did a total hip and when they went to open the cup the packaging stuck together causing the implant to jump out. The outside tab was stuck to the inside tab causing the cup to fall on the floor. I had multiple cases going on and was not in the room. I was not aware as to what happened until a later time. A replacement device was used and there was no issue with the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Conclusion: visual inspection of the returned indicated there was a small area of material transfer on the inner tyvek lid. A corresponding area of material loss was observed on the styrofoam surface. It is likely the styrofoam had stuck to the inner tyvek lid, causing the shell to fall out when the lid was peeled. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo. It is related to a void-filling approach to sterile product packaging. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
On (B)(6) we did a total hip and when they went to open the cup the packaging stuck together causing the implant to jump out. The outside tab was stuck to the inside tab causing the cup to fall on the floor. I had multiple cases going on and was not in the room. I was not aware as to what happened until a later time. A replacement device was used and there was no issue with the case.